Event description:
A caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support helped the caller by providing instructions to reset their pump, which the caller had turned off before calling. After the reset, the cgm error did not reappear, and the caller planned to start using a new sensor.